Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose of 900 mg/dl on (B)(6) 2021. The customer's current blood glucose was unknown. The customer was treated by insulin pen. The customer reported that the insulin pump was working properly and not able to keep the blood glucose level stable while using the insulin pump. It was unknown whether the insulin pump was on auto mode or not. Customer declined troubleshooting. The insulin pump will not be returned for analysis.